Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for an elective change out due to advisory status of the implanted ICD. During pre-op a flouro was performed and revealed externalized conductors. The procedure was cancelled and will be rescheduled after further consideration is given to the lead status. No symptoms were reported. No other electrical anomalies were detected.